Event description:
In 2006, nellcor puritan bennett received a customer report where it was claimed that the device provided a source of fuel and contributed to a surgical fire while performing a tonsillectomy procedure on a pt.